Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt presented with lens subluxation. The surgeon reports that the lens haptic likely tore the posterior capsule and lead to the lens dislocation. Intervention was performed in order to explant the iol and implant a different lens model. The pt's prognosis is excellent. Reference MDR # 2031924-2010-00141.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is related to use of the lens injector.